Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was not reported if the patient was hospitalized for the event. The day after the peritonitis diagnosis, the patient was treated with vancomycin injection (1g stat, intraperitoneal, one dose only), amikacin injection (500mg stat, intraperitoneal, one dose only) and meropenem injection (500mg once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.